Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that the bd posiflush¿ normal saline syringe leaked past the stopper before use when the piston was activated, indicating the cap was not tightly connected. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the nurse uses the flush to seal, according to the correct operation procedure, the liquid outflow occurs when the piston is activated, indicating that the screw cap is not tightly connected with the needle body, and the liquid may not be completely bacterial status. It was found in time and was not used by the patient and did not cause harm."